Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with test results obtained of 440mg/dl. The expected fasting blood glucose test result range is 120-130mg/dl. The customer did report symptoms of having a headache and feeling down. Medical attention is reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 05/30/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Sections with additional information as of 29-apr-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.